Manufacturer narrative:
(B)(4). As the minicap was not returned, a device analysis could not be completed. A batch review of the associated lot number will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): a batch review was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap experienced leakage of the povidone iodine solution. The nurse reported that the iodine was leaking from cracks in the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 10 of 10.